Event description:
It was reported that during a percutaneous coronary intervention the balloon stretched beyond the markerband. The 75% stenosed lesion being treated was located in the non-calcified and moderately tortuous first diagonal of left anterior descending artery. The physician predilated with a 15 x 2.00mm emerge balloon catheter and the implanted a 2.5×28mm non-bsc stent. The same balloon catheter was used for post-dilation and was inflated at 20atms, three times. Upon review of the angiography the physician noted the proximal end of the balloon seemed to be stretched beyond the proximal markerband. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Age at the time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention the balloon stretched beyond the markerband. The 75% stenosed lesion being treated was located in the non-calcified and moderately tortuous first diagonal of left anterior descending artery. The physician predilated with a 15 x 2.00mm emerge balloon catheter and the implanted a 2.5×28mm non-bsc stent. The same balloon catheter was used for post-dilation and was inflated at 20atms, three times. Upon review of the angiography the physician noted the proximal end of the balloon seemed to be stretched beyond the proximal markerband. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR.: there was contrast in the balloon and inflation lumen. The inner shaft was kinked in multiple locations between the markerbands. A .014" guidewire was loaded into the tip and advanced through the wire lumen encountering resistance. The guidewire would not advance past the inner shaft damage. An inflation device filled with water was used to pressurize the balloon to rbp. The inner shaft damage prevented accurate balloon cone/transition to markerband alignment measurements. It appears likely that over-inflation may have contributed to the reported event. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user related as the dfu states: "do not exceed rated burst pressure." (B)(4).